Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), tooth disorder ("excessive dental issue") with teeth brittle, arthralgia ("joint pain"), alopecia ("excessive hair loss"), fatigue ("fatigue"), abdominal distension ("excessive abdominal bloating"), pruritus generalised ("generalized itchiness"), dysmenorrhoea ("painful menstrual cycles"), weight increased ("weight gain") and vision blurred ("blurred vision"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, dyspareunia, tooth disorder and pruritus generalised had not resolved and the abdominal pain, arthralgia, alopecia, fatigue, abdominal distension, dysmenorrhoea, weight increased and vision blurred had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic discomfort, pelvic pain, pruritus generalised, tooth disorder, vision blurred and weight increased to be related to essure. The reporter commented: patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: bilateral tubal occlusion; on an unknown date: coils were properly placed. Most recent follow-up information incorporated above includes: on 21-aug-2018: legal complaint received. New events added- painful menstrual cycles, weight gain and blurred vision. Brittle teeth was reported as symptom of event excessive dental issue. Event outcome of excessive abdominal bloating, fatigue, excessive hair loss, joint pain, abdominal pain was updated as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), tooth disorder ("excessive dental issue"), arthralgia ("joint pain"), alopecia ("excessive hair loss"), fatigue ("fatigue"), abdominal distension ("excessive abdominal bloating") and pruritus generalised ("generalized itchiness"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, tooth disorder, arthralgia, alopecia, fatigue, abdominal distension and pruritus generalised had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, dyspareunia, fatigue, menorrhagia, pelvic discomfort, pelvic pain, pruritus generalised and tooth disorder to be related to essure. The reporter commented: patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.